Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless pacemaker, loose tether was noted, and the device moved forward during contrast injection. The tether was tightened, and the physician proceeded with the procedure. No patient complications have been reported as a result of this event.